Manufacturer narrative:
(B)(4). The device was not returned for analysis, therefore abbott vascular could not confirm the reported difficulty removing the protective sheath. Based on an expanded investigation and further review of the complaint handling database and other sources of nonconformity data, it was determined that the device performance with regards to the difficulty with removing the protective sheath appear to be related to normal variation found in manufacturing. There was no indication of a product quality issue. The performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other 3 nc trek devices referenced in report are filed under separate medwatch reports.

Event description:
It was reported that prior to use, during device preparation, the protective sheath of the nc trek balloon met resistance during removal. Additionally, the device was not submerged in sterile heparinized normal saline to activate the coating; however, the device was successfully used in the patient without reported issue. This occurred with 4 separate devices. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.